Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and mainframe generator batteries were evaluated and replaced. The system was tested and fou nd to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a 'generator error' resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.